Manufacturer narrative:
As reported, after deploying a 5f mynxgrip vascular closure device (vcd), no straw-like apparatus was discovered, and when the whole device was removed, there was no evidence of the sealant either. Therefore, the physician had to hold pressure to achieve hemostasis. There was no reported patient injury. The procedure was an interventional bronchial angiography performed using a retrograde approach. The deployer was mynx certified. A 5f non-cordis sheath was used. Femoral artery suitability, including insertion angle, was verified on angiography or venography. The vessel type was arterial, specifically the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm. There was little vessel tortuosity and little presence of peripheral vascular disease or calcium near the puncture site. Hemostasis was achieved with manual compression. There was significant resistance when shuttling down, and the device crumbled during shuttling down. No unusual force was applied when retracting the sheath. The advancer tube was not engaged or visible. The device was not returned for analysis. A product history record (phr) review of lot f2522703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿shuttle-shuttle advancement issue¿ and ¿sealant-failure to deploy-advancer tube¿ could not be observed as the device and sheath were not returned for analysis. The exact cause of the issue experienced by the customer could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the advancement issue and failure to deploy of the advancer tube events reported. However, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely (device crumbled during shuttling down) or procedural sheath factors, both of which can cause resistance during the shuttle deployment step and result in incomplete shuttling down of the shuttle. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue and subsequent failing to deploy the advancer tube. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the sealant failing to deploy. Neither the phr review, nor the available information suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after deploying a 5f mynxgrip vascular closure device (vcd) no straw-like apparatus was discovered, and when the whole device was removed, there were no evidence of sealant either. Therefore, the physician had to hold pressure to achieve hemostasis. There was no reported patient injury. The device is being returned for evaluation.